Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a common bile duct stone removal laparoscopic procedure, when the doctor pulled the barbed suture, the suture broke. A new barbed wire was used to complete the case. This process prolonged the operation time and caused a certain amount of bleeding for the patient. There was no patient injury.